Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bariatric procedure, the reload "hanged without shooting the clamps and not the sheet." The reload was removed from the stapler and exchanged with another reload. A new device was used in order to complete the case. No patient injury.